Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the surgeon requested the screw wrench to loosen the screw, however, when at the time the screw was being unscrewed, the tip of the wrench broke. The wrench broke only on its tip, where it fits into the screw. The broken tip got stuck inside the screw, but it did not make it impossible to lock the system (bar / screw head / blocker). The surgeon blocked the system with the tip of the wrench inside the screw because he could not remove it. Quick-connect polyaxial screw wrench: ref .: 279712400 / lot: m133524. See image attached in the email. Complaint is being registered late, since the j&j alert date is 08/11/2017 and the sales rep sent it to us on 10/11/2017.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. However, a photo was provided identifying the failure of the device. Per provided photo it was confirmed that the polyaxial screwdriver had a broken distal tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the screwdriver we are unable to definitively identify the root cause. A photo was provided, however, insufficient to identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.